Manufacturer narrative:
Citation: ibrahim, m et al. Mitral stenosis after mitral valve repair for non-rheumatic mitral regurgitation. Ann thorac surg. 2002;73:34¿6. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding mitral stenosis after mitral valve repair. All data were collected from two centers between january 1990 to december 1999. The study population included 518 patients, 152 of which were implanted with a medtronic duran ring (serial numbers not provided). Among all patients, four developed mitral stenosis late after valve repair. Patient 2 (pli 20): a (B)(6) year-old male underwent mitral valve repair with successful implant of a 31-mm duran ring. At 3 years and 9 months post-operative the patient experienced a transient ischemic attack (tia)/stroke. Echocardiography revealed mitral stenosis with a significantly decreased valve orifice. A reoperation was performed with implant of a 31-mm medtronic prosthetic mitral valve. Pathologic examination revealed no chordal fusion, shortening, or fibrosis, but the atrial side of the leaflets were thickened with signs of chronic inflammation that appeared to be originating from the annuloplasty ring. Etiology of the mitral stenosis was dense fibrous pannus overgrowth on the annuloplasty ring with extension onto both leaflets rendering them stiff and immobile and narrowing the valve orifice. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.